Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states the architect i2000 sr analyzer has generated a false negative toxoplasmosis (toxo) igg result when compared to other methods. The account provided the following results: in 2007: vidas toxo igg, 14.0 ui/ml, positive. In 2010: vidas toxo igg, 10.0 ui/ml, positive. In 2007: architect toxo igg, 1.7 ui/ml, gray zone; in 2010: architect toxo igg, 1.5 ui/ml, positive. In 2007: toxo igg western blot, positive; in 2010: positive. The account states the tests which were run with the confirmation test western blot confirmed the vidas results. The account did not measure toxo igm or avidity. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The catalog number was changed from 3m74-02, architect i2000sr analyzer to 6c19-25, toxoplasmosis (toxo) igg reagent which is an international product. There is no similar product distributed in the us, therefore no investigation will be forthcoming.